Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt, check pad, and asystole event) has confirmed that the trunk cable was damaged along with the black pulse wire in the ¿dn¿ the root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.